Event description:
This pt had a bilateral total hip replacement in the eighties and presents at this time with increasing pain and difficulty ambulating. X-ray reveals a protrussion on both sides with the left being more symptomatic than the right. She is admitted at this time for a left total hip revision. Intraoperatively, all components were removed and replaced.